Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on the left ventricular (lv) channel. Technical services (ts) reviewed that presenting and stated that there was an increase in right ventricular (rv) pacing. Reprogramming was performed to prevent oversensing. This device remains in service. No adverse patient effects were reported.